Event description:
New information received notes the atrial lead was capped and replaced on 30 dec 2020. The patient experienced no adverse consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device analysis. Their atrial lead exhibited far-p wave over-sensing and noise over-sensing leading to inappropriate mode switching. No intervention was made. There were no patient consequences.